Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 16th dec 2024, the user reported that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Functional testing of the returned sensor did not reveal any malfunction. A review of the dms data showed instability in the reference channel since insertion on (B)(6) 2024. This most likely contributed to the inaccuracies observed by the user. The potential root cause for this failure mode may be related to an issue with the in vivo state of the sensor hydrogel, which could not be replicated in the lab.as part of resolution, an RMA was authorized to offer the user a sensor replacement. B4. Date of this report 14 march 2025. G3. Date received by the manufacturer? 14 march 2025. D9 device available for evaluation? 19 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.